Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-00244. The patient ((B)(6)) is implanted with two ipgs. It was reported she has not utilized her therapy systems in over 18 months. The patient recently tried to initiate stimulation and is reportedly unable to communicate with her right side ipg using either the patient programmer or charging system. Since it is unk which ipg is the impacted device, reports for both are being submitted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.